Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11 during biomedical testing. Baxter's review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 810:44. The root cause could not be determined. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided. Correction: the initial medwatch report had stated "device evaluation confirmed the reported condition of a failure code 810:44." Failure code 810:44 is inaccurate. The accurate failure code is 810:11.